Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/08/2015 with the following findings: the display lens was observed to be cracked: the reported issue was confirmed. The following findings are unrelated to the reported issue: the audio bolus button (abb) cover was observed to be damaged; however, the abb was found to be properly responsive. The abb cover was removed, and the abb slug was found to be misaligned. The battery compartment was observed to be cracked in the area below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.